Event description:
The user facility reported that the sheath was placed in the patient for a procedure and then left in place overnight. During the night, the patient was being moved onto a stretcher when the cross cut valve separated from the hub of the steath, which allowed blood to flow out of the hub. An IV cap was placed on the hub of the sheath to stop the blood flow. The user facility reported that the patient's condition is `fine' and they did not required any special treatment, such as a transfusion.